Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer¿s mom reported via phone call that the customer was in emergency room and then transferred to intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. Customer¿s mom reported that the customer¿s blood glucose value at the time of emergency room was 580 mg/dl. Customer¿s mom reported that the insulin pump was blocked. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip and manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked alarm functioning properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).